Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1g per day, route not reported), injection tobramycin (40mg per day, route not reported), and heparin (25000iu/5ml three times per day, route not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.